Event description:
This device was interrogated before implantation and was found in standby mode. The device was re-initialized successfully without any anomaly. The device was not implanted and is still in the original, unopened box.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was mfg and used outside the united states. (B)(4) - device found in standby mode, not implanted. Since the device was not returned, the files from the programmer were reviewed. The files confirmed the switch to standby mode. Some parameter values were overwritten with unexpected data which induced the switch. This is likely a result from an inappropriate procedure upon interrogation. A recommendation is already included in the labeling for this device. The device was successfully reinitialized and can be released back into distribution. During incoming inspection in (B)(6), the device was found in standby mode and was reinitialized; it was kept in its original box. The exp files was analyzed and its analysis showed that: the switch to standby mode occurred on (B)(6) 2008 (approx); some parameter values were overwritten (through a telemetry process) with unexpected data, which induced a switch to standby mode; this phenomenon more likely resulted from an inappropriate procedure upon interrogation of pacemakers: please remember that the devices should be far from any other one during incoming inspection and any interrogation, as mentioned in the labeling (excerpt below). Devices must not be interrogated and programmed within the vicinity of other devices. The pacemaker can be released back for distribution. (B)(4).